Manufacturer narrative:
H6: investigation summary. No photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within required limits. As the lot involved in this incident is unknown, a device history review cannot be performed and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that injector n35-o was cracked. The following information was provided by the initial reporter: material no.: 515052 batch no.: unknown. It was reported that injector was cracked. Per pir: cracked injector for chemotherapy administration. Removed cracked injector and replaced with a non cracked injector.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that injector n35-o was cracked. The following information was provided by the initial reporter: material no.: 515052, batch no.: unknown. It was reported that injector was cracked. Per pir: cracked injector for chemotherapy administration. Removed cracked injector and replaced with a non cracked injector.